Event description:
Rptr is now recovering from open heart surgery for a double bypass. The reason for this surgery is the fact that two stents, failed. These two stents were grouped together as one stent. A research stent for which we have no reference number nor lot number and was inserted in a left artery a month prior. In 2000, I had a heard attack and my husband called 911. At that time, I was within the time period to have tpa administered, which was a success as this thinned the blood so the clot that had stopped up in my circumfex was disintegrated. Stent inserted into my circumflex. (Stent acs multi-link rx tristar 3.5 by by 13 mm, ref. 1003477-13, lot 0061652), this proved to be successful and I returned to good health very quickly. In 2004, I began having chest pains which would go away with a nitro tablet under my tongue only to return. My heart catherization was the 28th case that day. We waited for my catheterization to be done, which it was that evening at 7:30 p.m. The next day, a stent manufactured by co was inserted in my right artery. This particular stent was still in research and had yet to be okay'd by the federal food and drug administration (FDA). This stent had medicine to insure the stent would open my artery and remain open and I would be able to lead a normal life. Dr, who had put in my first stent in 2000, talked to us about the research stent. Another dr inserted the research stent. To the best of our knowledge, no tests were run to see if I was allergic to the medication in this stent that would be released into my body. I never felt I got my strength back after this stent was inserted and I was unable to finish the cardiac rehabilitation as I kept getting chest pains whenever I tried to exercise. A month later, I again had chest pain, transported to hosp for a heart catheterizaiton. I went in for the heart catheterization and my husband and I were told that the stent that I had in 2004 had been aproved by the FDA. I honestly can say that my health was never the same after that. I was home alone, while my husband worked, I fainted in our bedroom and knocked unconscious from hitting my head on our dresser and my left ear on our cedar chest. I called my dr's office as I was becoming nauseated and alone at home. The nurse at our dr's office told me to get to the ER as soon as possible and she offered to call 911 for me. Upon arriving at the hosp, I was taken to the ER and later admitted to the hosp for an overnight observation and to have tests run. I had rec'd a concussion from the fall and was sent home. I was examined by a neurologist on 6 days later, and he agreed that I had a concussion and had several tests run. I believe this fall was caused by a rapid drop in my blood pressure as I was taking toprol and it had been increased just a few weeks ahead of that by the cardiologist np. After recovering from the concussion, I was becoming fairly weak from inactivity. I knew I needed to get stronger as my husband, is recovering from chemotherapy treatments for this non-hodgkins lymphoma. But, I did not get very strong. I was getting ready the hosp, for my blood tests to have my cholesterol and triglycerides checked. Before I could finish getting ready to go, I had pain in my chest, back, neck and jaw. I told my husband that I needed to take a nitro, which relieved the pain a little. The pain came back within the 5-minute waiting period and I took another nitro, which relieved the pain somewhat. My husband then called 911 and took a 3rd nitro. I was taken to hosp, via ambulance and when the dr in the ER checked me, the ambulance crew were told to wait as I would most likely be transported on to other hosp. The next day,I was given a heart catheterization and it was discovered that both of the stents (taxus express2) manufactured by co had failed. The catheterization showed my arteries that had been opened by your stents now had a 90% and 95% blockage. The unmedicated stent that had been inserted in the back of my heart in 2000, was still wide open. It was determined by my cardiologist, dr and his colleagues, that I should have a double bypass around the arteries that had the stents, manufactured by co. I am now at home recovering from the double bypass surgery. My intent with this letter, is to make sure no one else comes as close to death, or dying, due to "what I perceive as the malfunction of the medicated stents.